Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package. Model#: sc-3108-25, serial #: (B)(4), description: scs lead extension kit sterile package.

Event description:
A report was received that the patient underwent a revision procedure wherein old devices were replaced for an unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient underwent an ipg replacement due to physician's preference. The physician did not suspect device malfunction. The patient was doing well postoperatively.